Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired malformed clips. The clips severed the cystic duct. The severed portion was excised. Another clip applier was used to complete the procedure. There was no patient consequence.